Event description:
Bruising at injection sites [ injection site bruising]. Case description: non-serious. This case is a spontaneous report from the united states referring to a 59-year-old female patient. A consumer reported this case. No past medical history, concurrent illnesses or allergies were reported. Concomitant medications included testosterone, and ethinyl/estradiol/norethindrone/acetate. In 2007, the patient initiated nutropin, (0.3 mg, qd, subcutaneous) for an unknown indication. The lot number was l14885. This was the only dose prior to the event onset. On the same day, the patient developed bruising at injection sites (injection site bruising). The areas of the bruising included the abdomen and thighs. The size of the bruises ranged from a nickel size to 2 inches across. It was reported that this happens with about one half the injections given. Relevant laboratory tests and treatment were not reported. The action taken with nutropin was not reported. The outcome of the event was not reported. The reporter did not provide a causality assessment of the event injection site bruising in relation to nutropin. No possible etiological factors were reported. Additional information has been requested.

Manufacturer narrative:
Additional information received on 16-jul-2007. The patient reported that she had issues with the pen and reported that the "pen would not set up for previous dose". The patient reported that she "kept using pen and new one was sent by walgreens". She also reported that she sent the other pen back to genentech. This report was forwarded to genentech product quality and assigned. The lot number for the nutropin aq pen was e046. The first puncture date of lot number e046 and the patient's prior history to lot number e046 were not reported. The patient discontinued use of lot number e046 and switched to another lot number (number not specified). No further information was available.